Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant of this system, a perforation of the right ventricle (rv) was visualized via x-ray. The patient underwent a pericardiocentesis. No additional adverse patient effects were reported.